Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit's liquid crystal display (lcd) panel does not light up. The issue occurred during a therapeutic laparoscopic liver resection; the pneumoperitoneum pressure rises even though the flow rate is 0. The procedure was completed with a similar device without reports of patient harm.